Manufacturer narrative:
An event regarding audible noise involving an unknown accolade stem was reported. The event could not be confirmed however a review by a clinical consultant noted that "it is quite likely that the reported click in the left hip is caused by component impingement between stem neck and cup rim as caused by a cup malposition in excessive anteversion" method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: "no issue is present in the predicate right hip rm system while also on x-ray an excellent component position with durable and stable bony fixation is observed without apparent issues. Because the reported problem is not related to the devices in the right hip, this pi case has no procedure-related, patient-related or device-related aspects. A separate pi might be raised for the accolade ii stem with trident cup in the left hip for cup malposition which is a procedure-related failure mode as related to surgical technique of implantation. This pi case is not device-related." Conclusions: a medical review was performed and indicated that the root cause of the clicking was likely related shell malposition causing impingement between stem neck and shell. There was no evidence of a device related issue. Additional information including medical records relating to the left hip, serial x-rays and device return are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As a result of medical review conclusions, "reported click problem of the patient is not related to the predicate right hip restoration modular or trident arthroplasty devices but instead related to the uninvolved left hip with accolade ii stem and likely cup malposition with device impingement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As a result of medical review conclusions, "reported click problem of the patient is not related to the predicate right hip restoration modular or trident arthroplasty devices but instead related to the uninvolved left hip with accolade ii stem and likely cup malposition with device impingement."